Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. During the procedure, four coils were successfully implanted into the target vessel. Next, resistance was encountered while advancing a ruby coil through the lantern. While attempting to retract the ruby coil, it would not move in the lantern and the physician noticed it had become detached. Therefore, the ruby coil, lantern, and catheter were removed from the patient. The procedure was completed using additional ruby coils, a new lantern, and a new catheter. There was no report of an adverse effect to the patient.